Event description:
Complainant alleged that during patient use when the autopulse® had been in use for a few minutes, the lcd display would go blank. Complainant also reported that rosc (return of spontaneous circulation) was not achieved. Follow up attempts have been made by the manufacturer to obtain additional information, however, no further information has been received.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no visible damages. A review of the archive was performed and no problems were observed. Functional testing was performed and the platform passed testing. During testing, the lcd display was found to be faulty which confirmed the reported complaint that the lcd display on the platform was blank. Based on the investigation, the part identified for replacement was the lcd display. In summary, the reported complaint that the lcd display on the platform was blank was confirmed during testing. Upon replacement of the lcd display, the platform passed all testing criteria.